Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported difficulty attaching the connector, noting it was hard to turn but eventually secured. Blood glucose (bg) was not impacted. No symptoms or medical interventions were reported at the time of call.